Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their pump meter does not work and has a blank display. The customer's blood glucose reading was 35 mg/dl at the time of incident. Troubleshooting was declined by customer for the low blood glucose and found that the customer has had the issues with the pump for a few months. The customer's call was transferred.